Manufacturer narrative:
The clinician reported multiple implant failures involving the following products: isps1138 lot 7748526, isps1335 lot 7564967, ils1142 lot 7599003 and id1138lot 7726201. No further clinical information was supplied in this complaint. Manufacturer's trend analysis show that implant failure is a low-rate adverse event, which is common for endosseus dental implants in clinical use.

Event description:
Dental implant failure.